Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2014. The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital after hearing an alert. The right ventricular (rv) lead has a fracture with increased high impedance and increase thresholds. The lead was reprogrammed. The pace/sense portion of the lead was capped and an existing lead was used for pacing and sensing. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had high thresholds. The patient is enrolled in the post approval network (pan) clinical study.